Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was struck at the implant site and the device "feels like" it has moved. It was also reported that the patient has a bruise. The device remains in use. No further patient complications have been reported as a result of this event.